Manufacturer narrative:
Product event summary: at analysis the stated reason for return of broken adaptor connections was confirmed. All affected parts were replaced. The device then passes all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's plastic sockets for the atrial and ventricular adaptor connections were split and broken, making the secure connection of the adaptor cable impossible. The generator has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.